Manufacturer narrative:
The returned meter was investigated with a known-good retained batteries. Visual inspection has been performed on returned meter. No issues were observed. Retain batteries were inserted. The indicator lights did not flash. Meter powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated with a known-good retained battery. Visual inspection has been performed on the returned reader and no issues observed. Inserted the batteries. Indicator lights did not flash. Reader powered on with button depression. Visually inspected the returned usb charger and usb cable and no damage were observed. Usb/charging cable passed testing. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.